Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl and moderate ketones. Bg was treated with an unspecified insulin and fluid treatment. No additional information was provided regarding duration of ER visit and customer's condition upon departing ER. The pump's control iq feature was not enabled as customer's continuous glucose monitor was not available due to a non-tandem sensor issue. However, customer's healthcare provider alleged that the pump did not revert to customer's personal profile settings and was not delivering insulin properly. Tandem technical support was not able to confirm this as healthcare provider did not have access to pump, and customer did not upload pump data for review. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.